Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an advanced evaluation t rial device for gastrointestinal /pelvic floor therapy. It was reported that the patient was feeling stimulation on their back side and was not benefiting from the therapy. Patient tried changing programs on programmer and claimed she felt the same on each program. Patient did not feel stimulation was being delivered in the correct area and said she was not benefiting from the therapy. Patient was advised to turn stimulation off and report to their healthcare professional.